Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received an alarm on insulin pump then insulin squirted out of pump. Customer also reports physical damage to insulin pump. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer's blood glucose was 91 mg/dl. No further information provided.